Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. This failure mode is being monitored thru previously investigated complaint process.

Event description:
Broken/damaged- (B)(6) 2020 07:49:39 ; rfc_repairs (rfc_repairs) po for $365.